Manufacturer narrative:
(B)(4). As the sample was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor elastomeric device overinfused. The device was filled with fluorouracil. The infusion was expected to last 46 hours; however, the infusion was observed to have finished 24 hours early. This occurred during patient use, though no patient injury or medical intervention was reported. Additional information was requested and is not available.